Event description:
Pulmonetic systems, inc. Received a call from a representative of the user facility on 07/01/02. The representative reported the following problem: will not power up, external power light status is lit. No allegations of patient harm. When powered on the unit had a constant audible alarm.